Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was noted that the up, down and ok buttons were under responsive to user presses. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10/10/2015 with the following findings: during investigation, the original complaint was unable to be duplicated. The pump was returned with all the keypad buttons responding appropriately. There was no physical damage on the keypad and when the keypad was removed, there was no contamination found. Unrelated to the original complaint, the audio bolus button cover was observed to be torn but still operable.